Event description:
Customer reported a low readings issue with the adc device compared to a adc meter. Sensor reading of 70 mg/dl was obtained compared to 130 mg/dl obtained on the adc meter and experienced symptoms described as headache, seizure, and "bloody vision." As a result, customer was unable to self-treat and was given metformin by their wife who is a nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.